Manufacturer narrative:
A sensor replacement alert was first presented to the user on (B)(6)2024, day 76 after insertion. The sensor was returned and tested in-house, and the testing results did not indicate any malfunction of the sensor. In an associated complaint for the user about sensor inaccuracy, it was determined that the sensor had deviated from its normal behavior, thus a sensor replacement was approved (MFR # 3009862700-2024-00961). A review of the dms data revealed that there was optical channel instability. The potential root cause for such a failure mode may be related to an issue with the sensor electronics, for example the led behavior at the time, or the in vivo state of the sensor hydrogel. As part of resolution, the RMA was authorized to offer the user a sensor replacement. B4.date of this report updated to 09 december 2024 g3 date received by the manufacturer ?09 december 2024 h3.device evaluated by manufacturer?yes h6. Type of investigation updated to 10 h6. Investigation findings updated to 4203 h6. Investigation conclusions updated to 4307.

Event description:
On september 11, 2024, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.